Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 12/22/2009 and 01/05/2010 by phone, fax, and mail. A completed questionnaire was received on 01/12/2009. (B) (4). (B) (4). (B) (4).

Event description:
An optometrist reported a pt seeing a bar of light temporally following intraocular lens (iol) implant surgery. In a follow-up, it was reported that the event continues.